Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood draw and before test, there were 6 occurrences where customer found blood samples clotted with a 6 bd vacutainer® 9nc 0.109m plus blood collection tubes1 the following information was provided by the initial reporter: after blood draw and before test, customer found 6ea blood sample clotted, 6 patients had to been re-withdraw the blood. Customer question whether the additive volume has problem. Local sales then came to customer site and conduct eye inspect on 1sp. And found nothing wrong.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after blood draw and before test, there were 6 occurrences where customer found blood samples clotted with a 6 bd vacutainer® 9nc 0.109m plus blood collection tubes1. The following information was provided by the initial reporter: after blood draw and before test, customer found 6ea blood sample clotted, 6 patients had to been re-withdraw the blood. Customer question whether the additive volume has problem. Local sales then came to customer site and conduct eye inspect on 1sp. And found nothing wrong.